Event description:
The device was returned to the manufacturer after being explanted due to an elective replacement. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Asku

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.